Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was programmed to secondary and the patient was lost to follow up since 2021. There were numerous stored episodes containing non-physiologic noise, consistent with electrode fracture, and the first observed noise episode was untreated and occurred in (B)(6) 2025. During evaluation in clinic, noise was reproducible with arm movement in secondary and alternate, and therapy was turned off. Approximately two weeks later, this electrode was explanted and replaced. It was noted that the s-ICD was also explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Product return was requested.